Event description:
It was reported that the patient had been hospitalised with hypoglycaemia on (B)(6) 2025. The patient's blood glucose levels dropped to 1.4 mmol/l (25.2 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include dehydration, being unstable and delirious. The patient reported that their sensor was indicating levels were high, but after testing with a backup meter indicated the levels were low. At the hospital, the patient was treated with a glucose drip and a saline drip. The patient was released after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.